Event description:
It was reported the patient was hospitalized 2-3 weeks prior to report with complications from diabetes and gastroparesis, including nausea, vomiting and dehydration. The patient was only getting partial relief of the gastroparesis symptoms from their device. A system check revealed no problems with the device. The health care provider was trying different settings on the device to try to solve the problem. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Lead model 435135 (B)(4); lead model 435135 (B)(4).